Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43) alarm and was unable to complete the rewind process. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was partially performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1805. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and self-test due to receiving pump error 38 while testing. Successfully downloaded history files and traces using thump. Pump error 43 was found in the history files on (B)(6) 2024 10:13:57.000. No alerts/alarms/anomalies noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case and label damage (faded end cap address label). Pump error 43 was confirmed due to moisture damage. Rewind anomaly confirmed due to receiving pump error 38 while testing. Pump error 38 confirmed due to moisture damage. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.